Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer and multiple cubies were not detected on bus. User tried restarting pyxis, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer troubleshot the issue with half height drawers 4.1 and 4.2 not being detected on the bus and found a loose connection to the half height drawer. The connections were reseated and reconnected, the drawer was rebooted, and the system was successfully tested. The system functioned as intended after the field service engineer repaired the device.